Event description:
Customer stated "the pad caught fire when the consumer was using it. She had it on her lap but she did not get injured. " the product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the pad had a cut on the cord near the top of the pad. This is likely due to excessive flexing of the cord over an extended period to time. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.